Event description:
On (B)(6) 2010, patient reported that a small amount of insulin was noticed inside the infusion device today. Patient stated the inside of the cartridge compartment was damp, but that there was not enough insulin inside of the infusion device to pour out. Patient reported she dried the cartridge compartment with a cotton swab and continued using the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.